Manufacturer narrative:
The device is unable to prime during the prime and compromised force sensor alarm during the basic occlusion test due to loose and or protruded drive support disk. The device was program with several bolus units and monitor. All boluses delivered completely their indicated amount and were properly recorded in the bolus history screen. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of receiving a compromised force sensor alarm on their insulin pump. The customer's blood glucose was 130mg/dl. The customer states the alarm occurred during the rewind and prime sequence. Troubleshoot was conducted, and the customer is being sent out a replacement, and the device is being returned for analysis.